Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove (sheath) could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove from the protected sheath as no issue was identified during functional testing performed during return device analysis; however, it is possible inadvertent mishandling during original sheath removal caused the reported difficulty to remove and subsequent material deformation. Additionally, the sheath was returned for evaluation and met outer diameter specifications which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the yellow protective sheath of the xience sierra stent delivery system was removed with difficulty. After removal, the stent appeared to be "unraveling", as if the stent was pulled apart. The device was not used and there was no patient involvement. No additional information regarding this issue was provided.